Event description:
The customer contacted baxter's technical service center, the hc then alarmed check patient line (cpl). The tsr assisted in ending the therapy. The hp would contact the registered nurse (rn) regarding blockage. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient on (B)(6) 2012 and he was able to resume therapy after starting over with new supplies. He did not notice anything unusual with the previous supplies except that when he took out the cassette he noticed air bubbles in it. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded but the lot number was known, therefore, no evaluation will be performed but a batch review will be performed. A follow-up report will be filed if any additional information becomes available.